Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for battery out limit. The customer's blood glucose level at the time of incident was 460mg/dl. The customer's most current level was 378mg/dl. The customer treated the highs with manual injections. The customer was advised that time being inaccurate on the pump can affect the basal which can affect their highs. The customer was advised of battery out limit alarm, but customer declined to troubleshoot. The customer was advised to monitor the device.